Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient¿s spinal cord stimulation system had stopped working. There were no symptoms reported associated with the implantable neurostimulator (ins) not working. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.